Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ pain pelvic area') in an adult female patient who had essure (batch no. A25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, nausea, menses irregular, perineal pain, ovarian cyst, uterine leiomyoma, uterine enlargement and cervicitis. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity, menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events "menorrhagia (heavy menstrual bleeding), psych injury". Essure inserted in left tube easily with 2 coils showing and in right tube easily with 2 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: (as per pfs): total bilateral occlusion. Both tube were block. (As per mr): 1. Complete blockage of both fallopian tubes as discussed above. 2. Possible filling defect in the left uterus which may be related with an air bubble versus a fibroid.. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif recieved. Outcome was added to vaginal haemorrhage. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ pain pelvic area') in an adult female patient who had essure (batch no. A25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, nausea, menses irregular, perineal pain, ovarian cyst, uterine leiomyoma, uterine enlargement and cervicitis. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity and menorrhagia had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events "menorrhagia (heavy menstrual bleeding), psych injury". Essure inserted in left tube easily with 2 coils showing and in right tube easily with 2 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: (as per pfs): total bilateral occlusion. Both tube were block. (As per mr): 1. Complete blockage of both fallopian tubes as discussed above. 2. Possible filling defect in the left uterus which may be related with an air bubble versus a fibroid.. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full); salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received treatment for following events "menorrhagia (heavy menstrual bleeding), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to more specified events ¿pelvic pain, pain: abdominal, menorrhagia (heavy menstrual bleeding), psych injury and allergy: other¿. Reporter, demographics, lab data, essure indication (amended), and essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ pain pelvic area') in an adult female patient who had essure (batch no. A25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, nausea, menses irregular, perineal pain, ovarian cyst, uterine leiomyoma, uterine enlargement and cervicitis. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, hypersensitivity and menorrhagia had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events "menorrhagia (heavy menstrual bleeding), psych injury". Essure inserted in left tube easily with 2 coils showing and in right tube easily with 2 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: (as per pfs): total bilateral occlusion. Both tube were block. (As per mr): 1. Complete blockage of both fallopian tubes as discussed above. 2. Possible filling defect in the left uterus which may be related with an air bubble versus a fibroid.. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs and mr received : lot number received. New events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: mental anguish were added. Psych injury updated to psychological or psychiatric problems condition: depression. Onset dates for events were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.